Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwos) and fusion were observed on the device. Technical support was contacted and provided reprogramming recommendations. No intervention has been completed. The patient is stable with no consequences and will continue to be monitored.